Event description:
The pt family member reported that in 2005, the pt's blood glucose levels began to elevate (levels unknown). Over the next three days, the pt's blood glucose levels continued to rise until they discovered the problem with the device. They were transported to the emergency room for evaluation and was treated with unspecified intravenous fluids, an unspecified insulin infusion, and potassium the pt's remained hospitalised and was discharged when the event resolved three to four days later. No further information was provided.

Event description:
Case description: this spontaneous report from a consumer (pt's family member), received from the united states and reported as "high blood sugars", concerns a pt treated with an induo insulin doser for three to seven days for type I diabetes mellitus. On an unspecified day in april 2005, the pt's blood glucose levels began to elevate. Over the next three days, the pt's blood glucose levels continued to rise up to over 600 mg/dl, until they discovered the doser was not dispensing insulin, although the doser display indicated the dose had been delivered. The pt was transported to the emergency room for evaluation and was treated with unspecified intravenous fluids, unpecified insulin infusion, and potassium. Pt remained hospitalised and was discharged when the event resolved three to four days later. The pt reported that they did not reuse the disposable needles that were utilized with the doser in question, and that they were immediately removed following injections. Pt stated that neither they nor their family member receied any training on how to user the doser, although they did read the induo user's manuel. The pt also stated that the doser was virtually new and that they had only used it for three to seven days before the event occurred. The doser in question was disposed of and is not available for investigation.